Event description:
It was reported "during the inspection for labeling on our warehouse, the was seem some units of kinked and very crushed sacs inside the boxes."

Manufacturer narrative:
(B)(4). The customer provided thirteen (13) photos for analysis. The photos show an sac kit with signs of folds and creases. The guide wire within the protective guard appears kinked. The customer also returned one, unopened sac kit for evaluation. The returned packaging had signs of folding/creasing upon return. Visual analysis revealed the guide wire and protective tubing were kinked within the packaging. The kit was opened to analyze the contents within. Visual analysis revealed the protective tubing had one kink towards the proximal end which aligned with the kink on the guide wire. It was noted the catheter was also kinked because of the kink to the guide wire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 82 mm from the proximal tip. The guide wire length measured 350 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.509 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle)." The guide wire was advanced through the returned introducer needle and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not use if package is damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body which aligned with a kink on the protective tubing. The returned packaging had signs of folding/creasing upon return. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the inspection for labeling on our warehouse, the was seem some units of kinked and very crushed sacs inside the boxes.".